Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. During support, a loss of pedal pulses was discovered in the impella inserted leg. As a result, the pump was removed and pulses ultimately returned.